Event description:
It was reported that the patient¿s insulin cartridge depleted while the patient was at work, after which the patient experienced elevated blood glucose consistent with hyperglycemia; the event was confirmed in internal reports, and a blood glucose questionnaire was completed. Symptoms included high blood glucose without reported loss of consciousness, seizure, or need for assistance. Outcomes included self-management with subcutaneous insulin via pen and recovery without emergency care or hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction could be confirmed and the cause of hyperglycemia remained unclear. It was concluded that the event was user-related with cause unclear and that the device performance could not be fully assessed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.